Event description:
The ipp device was removed from the pt and a malleable device implanted. "Due to previous perforation on the right side and bad quality of tunica albuginea, device implanted only on the left side."